Event description:
Customer reported that erroneous low sodium and anion gaps were generated by the unicel dxc 800 synchron system. The calibration and quality controls were within specification after the weekly maintenance procedure and prior to the event. The customer monitors result anion gaps and observed the suspected erroneous results; the results were not reported out of the lab. The customer recalibrated the system, ran quality controls and resumed normal operation. The samples were retested on the facility's other system and repeated on the same system after maintenance. The results of the retest were within expectations. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No service call or eval of the system was performed. The customer recalibrates the system upon noticing erroneous anion gaps and then resumes normal operation. Anion gap values outside the interval of 7 to 16 mmol/l suggest the possibility of an error in measurement of one of the electrolytes. Although this action temporarily resolves the issue, without an examination of the system a specific root cause of this event cannot be determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.